Event description:
The customer observed false nonreactive results for architect anti-hcv on the architect i1000 processing module, serial number (B)(6), for one patient. The sample was reactive by another method. The following results were provided: anti-hcv: sid (B)(6) processed on (B)(6) 2024 architect result = 0.86(nonreactive) roche cobas result = 2.04(reactive) sid (B)(6) processed again on (B)(6) 2024 architect result = 0.96(nonreactive) roche cobas result = 1.94(reactive) architect anti-hcv (reference range = 1 s/co is reactive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed false nonreactive results for architect anti-hcv on the architect i1000 processing module, serial number (B)(6), for one patient. The sample was reactive by another method. The following results were provided: anti-hcv: sid (B)(6) processed on (B)(6) 2024 architect result = 0.86(nonreactive) roche cobas result = 2.04(reactive). Sid (B)(6) processed again on (B)(6) 2024 architect result = 0.96(nonreactive) roche cobas result = 1.94(reactive). Architect anti-hcv (reference range = 1 s/co is reactive) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false non-reactive architect anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 57289be00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot 57289be00 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lots detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lots is not adversely affected. Based on the investigation, no systemic issue or deficiency with the architect anti-hcv assay for lot 57289be00 was identified.